Event description:
A baxter engineer reorted a pump with failure code 703. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative.